Manufacturer narrative:
Follow-up # 1 date of submission 05/30/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2014 with the following findings: the display screen had no illumination during pump start-up. The pump had audible tones; the audible and vibratory alarms functioned properly. The pump was opened and no damage to the display screen was observed. The display screen flex was found to not to be fully inserted. When the display screen flex was re-inserted and re-seated into the pump, the display functioned appropriately. The screen was fully illuminated with no signs of cloudiness. The issue of a cloudy display was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.